Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient had a pre-existing history of arrhythmias. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that a patient developed two episodes ventricular fibrillation on (B)(6) 2017 while at home. This event appears to have been associated with a shock from the patient¿s implantable cardioverter defibrillator. The patient was treated with amiodarone and underwent diagnostic testing on an outpatient basis. A transesophageal echocardiogram (tee) on (B)(6) 2017 resulted in having the ventricular assist device (vad) speed decreased in order to position it slightly leftwards. The site reported that the event was unrelated to the pump. The pump remains implanted in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.